Event description:
Aventis case ID: (B)(4). Initial report: this spontaneous report was received from a physician vial our affiliate in (B)(6). This report involves a female patient who received treatment with sculptra (poly-l-lactic acid) (dosage, indication and therapy dates not provided). Medical history and concomitant medications were not provided. A physician reports that after sculptra was administered this patient experienced facial paralysis. The patient's lip has fallen in on one side of the face. No additional information was received.

Manufacturer narrative:
This case is being submitted voluntarily as it is not considered death, life threatening, or permanent injury necessitating medical or surgical intervention. Initial report: this spontaneous report was received from a physician via our affiliate in (B)(6). Although we do not have yet the information about the facial sites in which sculptra was injected, the reported event is more likely due to an injection in the face close to nervous ramifications of the facial nerve. This event is probably due to "injection technique" and not caused by the product per se.